Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75447545, 510k # k042025 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion at l1-s1 due to lumbar canal stenosis. On an unknown date, post-op, bone union failure was observed at l5-s1. The patient experienced pain in the lower back due to this event. Hence, the patient underwent a surgery at l5-s1-s2ai with posterior lumbar interbody fusion at l5-s1. No breakage of the reported product was observed. The alleged product was completely explanted and returned to the patient. Reportedly, the patient is recovering after the revision.